Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that poor cutting of the vitrectomy probe occurred during a procedure. The problem was solved after replacing the product with another one. There was no harm to the pt.